Manufacturer narrative:
Unit had detached/cracked end cap, broken battery tube threads, broken belt clip slot.

Event description:
Customer reported via phone call that insulin pump had broken belt, plastic popped off from battery compartment. Customer's blood glucose was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.